Manufacturer narrative:
According to the field, the ra lead will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead had to be repositioned multiple times due to high pacing threshold measurements and helix extension/retraction issues. The physician ultimately decided to remove and replace the ra lead prior to pocket closure. No adverse patient effects were reported.